Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Currently implanted.

Event description:
Employee of stryker called in reference to a relative who had hip replacement surgery (B)(6) 2016. Patient in pain in hip and knees due to uneven gait. CT scan shows the device shaft is too long. Left hip, patient's balance is off (one leg 2 inches shorter than the other) requiring her to walk with a cane, shaft/gait sliding down femur, feels knee pain, experienced pain during physical therapy, her right side also experiencing pain due to imbalance.

Manufacturer narrative:
Additional data: brand name; product code; common device name; catalog #; lot #, expiration date; date of explant; manufacturing site for devices; PMA/510(k) #; device manufacture date. An event regarding revision involving a ceramic head was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the report notes that the patient was 2½-centimeters short on the left side...an apparent intraoperative femoral fracture resulted in initial stem subsidence noted on (B)(6) 2016 x-ray and progressed by (B)(6) 2016 x-rays and was associated with pain. A revision to a modular long-stem component was performed. There is no evidence that factors of faulty component design, manufacturing or materials was responsible for this clinical situation." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. .-complaint history review: there has been no other event for the lot referenced. Conclusions: patient had an intraoperative femoral fracture which resulted in stem subsidence. Pain and leg length discrepancy was likely a result of the fracture and subsidence. Medical records confirm revision of head. The provided medical records were reviewed by a consulting clinician who indicated: "there is no evidence that factors of faulty component design, manufacturing or materials was responsible for this clinical situation¿. No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Employee of stryker called in reference to a relative who had hip replacement surgery (B)(6) 2016. Patient in pain in hip and knees due to uneven gait. CT scan shows the device shaft is too long. Left hip, patient¿s balance is off (one leg 2 inches shorter than the other) requiring her to walk with a cane, shaft/gait sliding down femur, feels knee pain, experienced pain during physical therapy, her right side also experiencing pain due to imbalance.